Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the infusion device. At an unknown time the patient received a reading of "hi mg/dl" (which on the system indicates a result in excess of 600 mg/dl) on her aviva combo blood glucose monitor and had ketones. The patient was transported to the hospital by ambulance. It was reported that the paramedic's did not test the patient's blood glucose or provide any type of treatment. The patient arrived at the hospital twenty minutes later, and the hospital received "hi readings", but the patient could not recall the exact results. The patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient was treated with insulin, potassium, and sodium chloride by IV. The patient stated the high blood glucose was caused by a cold, but also because she was programming boluses through the meter, that were not being delivered by the pump. Customer does not believe there was any issue with the pump, just believes that meter and pump were not communicating at the time. The infusion device was requested to be returned for product evaluation.